Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. It was reported"vicryl sutures size 1 and 0 were breaking intra-operatively while pulling the suture or doing knots, also the suture got detached from the needle. We suspect that 2 codes are w9251. For product code w9251: quantity of product involved is 20 please clarify: what is the lot number? How many sutures broke during suturing on this one patient during this single surgical procedure? How many sutures detached from the needle during suturing on this one patient during this single surgical procedure? For product code w9250: what is the lot number? How many sutures broke during suturing on this one patient during this single surgical procedure? How many sutures detached from the needle during suturing on this one patient during this single surgical procedure? Did the suture breakage and sutures detached from the needle issues and no lot numbers occurred in multiple procedures? If yes, please provide pc number for each of the procedures.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke while pulling the suture or doing knots, also the suture got detached from the needle. This happened with several surgeons in maternity hospital which resulted in using more ampoules. There are no records available regarding the lot numbers, or the date of these events, but it seems that it happened frequently the past few months. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an unknown procedure on an unknown date in 2020 and suture was used. During the procedure, the suture broke while pulling the suture or doing knots. There were no adverse patient consequences were reported. Additional information was requested. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information with updated follow up questions. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify event dates and number of sutures broke and/or pull off during each procedure? Have these events been reported previously? If yes, provide pc numbers. Lot number for each product involved? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-07448, 2210968-2020-07465 and 2210968-2020-07466.